Event description:
It was reported that a cerebral vascular accident occurred. The patient was on eliquis prior to implant. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Several recaptures were required but no leaks or post op complications occurred. On (B)(6) 2021, the patient was discharged on plavix and aspirin. On (B)(6) 2021, the patient presented to the emergency room with altered mental status. Confusion and slurred speech progressed to expressive aphasia and right arm weakness by (B)(6) 2021. A magnetic resonance imaging (MRI) scan of the head on (B)(6) 2021 showed acute infarct which was ischemic in nature. A computed tomography (CT) scan of the chest was also performed to evaluate the device. There was no thrombus noted on the device or leaks present per CT scan. The patient was started on eliquis 5mg two times a day on (B)(6) 2021 after confirming with another head CT scan that there was no presence of hemorrhagic conversion. The patient was discharged home with hospice on (B)(6) 2021.